Event description:
It was reported that the biomed stated arctic sun device was sent down for an alert 113 (reduced water temperature control) not cooling. Per follow up information received via task on 15apr2025, per servicemax, it was determined that the device was not cooling due to a failed chiller. Replaced the chiller assembly with sn: (B)(6). Replaced the failed heater with sn: (B)(6). All applicable upgrades were verified complete in accordance with service procedures. Repair is complete. Device is ready for use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed heater. During evaluation, it was confirmed that the device failed electrical safety test hipot mains due to a failed heater. Heater was replaced. The arctic sun 6000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated arctic sun device was sent down for an alert 113 (reduced water temperature control) not cooling. Per follow up information received via task on 15apr2025, per servicemax, it was determined that the device was not cooling due to a failed chiller. Replaced the chiller assembly with sn (B)(6). Replaced the failed heater with sn (B)(6). All applicable upgrades were verified complete in accordance with service procedures. Repair is complete. Device is ready for use.